Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain and spinal pain. It as was reported that the patient had a loss in stimulation. Patient states ins is dead. Patient had not recharged since 2015. Patient states she would like to reach a medtronic manufacturing representative (rep) to meet with her at the doctor¿s office on monday. No further complications have been reported. No additional symptoms have been reported. Additional information was received from the patient. It was reported that the manufacturer removed the ins due to the lead moving and coming out at the spine. No further symptoms or com plications were reported in this event.